Event description:
When pumping started, the balloon did not inflate. The balloon was inflated with manual inflation and the iab leaked. Blood was noted in the catheter. (Event complications: none from the event-reported 1/28/1998.) (Pt's current status: unk-rpt'd 1/28/1998.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.